Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient required hospitalization due to elevated blood glucose levels on (B)(6) 2026. The patient experienced a communication error message from the pod, accompanied by high blood glucose levels. Due to worsening condition, the patient contacted a health advice service (1177) and was advised calling an ambulance. During transport, blood glucose levels were measured and reported as ¿high" (above 400 mg/dl). The patient was subsequently hospitalized for a total of 4 days, with ketone levels beginning to decrease after approximately 2 days of treatment. The patient received both long-acting and short-acting insulin during hospitalization. No additional symptoms were reported. The pod was discarded and are unavailable for evaluation. No further information was reported.